Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that 8mm amplatzer septal occluder was selected for an implant on (B)(6), 2021 to closed a paravalvar leak. During deployment the distal disc and waist of the device deformed into cobra and was malformed. The device was recaptured and removed from the body prior to release from the delivery cable and was discarded. There were no interactions with atrial structures and no noticed kink with the delivery system. A new 8mm amplatzer septal occluder was selected and successfully implanted. The patient remained hemodynamically stable throughout the case. There is no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Event description:
It was reported that 8mm amplatzer septal occluder was selected for an implant on (B)(6), 2021 to closed a paravalvar leak. During deployment the distal disc and waist of the device deformed into cobra and was malformed. The device was recaptured and removed from the body prior to release from the delivery cable and was discarded. There were no interactions with atrial structures and no noticed kink with the delivery system. A new 8mm amplatzer septal occluder was selected and successfully implanted. The patient remained hemodynamically stable throughout the case. There is no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported event of device deformed into cobra shape could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.